Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the atrial lead exhibited high impedance and loss of capture. During the revision procedure, the patients subclavian vein was occluded and the revision was abandoned. The device was reprogrammed and no adverse consequences occurred to the patient.